Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a pebax that is yellowish in color. This may have occured during the use of the device or after the procedure. However, this cannot be conclusively determined. In addition, a damaged pebax was observed with internal parts exposed. A magnetic sensor functionality test was performed, and error 105 appeared on the system due to the damage on the pebax. The root cause of damage on the pebax could be related to the handling, since in the manufacturing process, there are control inspection points to avoid this kind of issue. However, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 31123491l number, and no internal actions related to the reported complaint condition were identified. The magnetic issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a damaged pebax. Initially, it was reported that a magnetic sensor error number 105 was observed when the smart touch catheter was connected to the piu on the carto 3 system. Changing out the catheter cable did not resolve the error. When the catheter was replaced, the error was resolved and the procedure was continued and subsequently completed. No adverse patient consequence was reported. The magnetic sensor error was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 15-dec-2023, it was observed that the pebax was damaged with internal parts exposed. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 15-dec-2023.